Event description:
It was reported that a device displayed an "error code 322" message. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. A system error 322 was confirmed through the review of the device history log. However, it could not be reproduced during the eval. The device was tested for 24 hrs and no malfunction could be identified. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate.